Event description:
It was reported that during a cystectomy procedure, the device would not staple and would not cut. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the device was received with the clamping mechanism damaged and with a reload loaded in the device. The reload was received fully loaded with staples. No functional test was performed due to the condition of the device, however, the returned reload was loaded into a test device and it fired, cut and formal all the staples as intended. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. The mfg records were reviewed and no anomalies were found during the mfg process.